Event description:
It was reported during a post approval study conducted in the (B)(6) titled: clinical outcome of defected reconstruction using idrt single layer. Results from a prospective multicenter trial; the patient had surgery on 08-august-2013 with integra dermal regeneration template (idrt) in one step surgery for a scar revision on the left arm. On 22 aug-2013 the patient experienced a 20% graft loss noted in comparison to his previous visit and "malodor" (wound swabs were taken for analysis). The patient started treatment with on oral antibiotic: flucloxacillin by the "gp". The culture was positive for staphylococcus aureaus which was grown from wounds. Daily bactroban/jelonet dressings were commenced from 29-august-2013. It was advised (the patient) continue this dressing change plan for another 14 days.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.